Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Labeling IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the duodenovideoscope exhibited problems related to culture test. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.